Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('abdominal distention') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), adverse event ("severe health problems"), menstrual disorder ("abnormal periods") and palpitations ("heart palpitaion") and was found to have uterine leiomyoma ("uterine fibroid tumors"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal distension and palpitations had resolved and the uterine leiomyoma, adverse event and menstrual disorder outcome was unknown. The reporter considered abdominal distension, adverse event, menstrual disorder, palpitations and uterine leiomyoma to be related to essure. The reporter commented: essure was removed due to severe health problems. She felt the changes after removal of essure quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Event added- heart palpitation. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('abdominal distention') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), adverse event ("severe health problems") and menstrual disorder ("abnormal periods") and was found to have uterine leiomyoma ("uterine fibroid tumors"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal distension had resolved and the uterine leiomyoma, adverse event and menstrual disorder outcome was unknown. The reporter considered abdominal distension, adverse event, menstrual disorder and uterine leiomyoma to be related to essure. The reporter commented: essure was removed due to severe health problems. She felt the changes after removal of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media : reporter and event abnormal periods added, fu-up 5 and 6 processed together. On 20-mar-2020: social media : reporter and event abnormal periods added, fu-up 5 and 6 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('abdominal distention') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required) and adverse event ("severe health problems") and was found to have uterine leiomyoma ("uterine fibroid tumors"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal distension had resolved and the uterine leiomyoma and adverse event outcome was unknown. The reporter considered abdominal distension, adverse event and uterine leiomyoma to be related to essure. The reporter commented: essure was removed due to severe health problems. She felt the changes after removal of essure quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: this record was detected to be a duplicate to records # (B)(4) (medwatch 3500a MFR number 2951250-2018-04666) and record # (B)(4) from which all information was transferred to this case ((B)(4)), then both duplicates # (B)(4) and # (B)(4) will be deleted. New: reporter lawyer: new events: abdominal distension, adverse event nos. Upgrade: essure removed due to severe health problems. Comment added: she felt the changes after removal of essure no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.